Event description:
(B)(6) clinical trial. It was reported that post a percutaneous coronary intervention procedure stent crumped, recoil and distal edge dissection occurred. In (B)(6) 2012, the subject experienced stable angina (ccs classification 3) and silent ischemia, and was referred for cardiac catheterization. The 80% stenosed target lesion # 1 was located in the distal saphenous vein graft (svg) to distal left circumflex (lcx) artery with lesion length of 12 mm long and a reference vessel diameter of 3.0mm. After pre-dilatation, a 3.00mm x 12mm promus element - drug-eluting stents was advanced and placed on the target lesion with 0% residual stenosis. The 75% stenosed target lesion # 2 was located in the proximal svg to proximal lcx with lesion length of 32mm long and a reference vessel diameter of 4.0mm. After pre-dilatation, a 4.00mm x 32mm promus element - drug-eluting stents was advanced and placed on the target lesion with 0% residual stenosis. The 75% stenosed target lesion # 3 was located in the proximal svg to proximal lcx with lesion length of 12mm long and a reference vessel diameter of 4.0mm. A 4.00mm x 12mm promus element - drug-eluting stents was advanced and placed on the target lesion with 0% residual stenosis. The 80% stenosed target lesion # 4 was located in the distal svg to distal lcx with lesion length of 8mm long and a reference vessel diameter of 3.0mm. A 3.00mm x 8mm promus element - drug-eluting stents was advanced and placed on the target lesion with 0% residual stenosis. After which the mid portion of the stent appeared crumped by the eccentric plaque, the target lesion # 1 was treated with balloon angioplasty using high pressures. During the attempt to post-dilate the stent using multiple high pressure inflations, recoil was noted. Angiography films revealed a distal edge dissection and was treated with the placement of a 3.0 x 8 mm promus element - drug-eluting stents. After post-dilatation, residual stenosis was 0%. After two days, the subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
Device is combination product. (B)(4).